Manufacturer narrative:
Investigation summary: failure mode was observed in the returned sample. Defect can arise from a zone 1 flare, which can be caused by a bad alignment which is the result of the metal wedge and the catheter being a bad fit. This defect mode is related to the factory, but the factory was unable to duplicate this failure mode. A DHR was performed, production records were checked, and no abnormal records were found related to the defects. Investigation conclusion: failure mode was observed in the returned sample. Defect can arise from a zone 1 flare, which can be caused by a bad alignment resulting in the catheter being a bad fit. The factory was unable to duplicate this failure mode. Root cause description: the most probable root cause is a zone 1 flare station in the assembly line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.